Event description:
The patient reported having inadequate therapy. During a lead revision surgery, high impedances were observed. The physician decided to replace the leads. The leads appeared fractured after explant.